Manufacturer narrative:
Due diligence completed without success. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation during a routine follow up, this pacemaker exhibited a telemetry issue. The boxes of the device programmer screen were grey and no pacing and no electrogram (egm) had been recorded. It was noted that limited testing had been performed during the changeout procedure. Upon investigation, it was found out that the device was still in storage mode and the device was activated accordingly. However, out-of-range pacing impedance measurements were observed in both unipolar and bipolar configurations. An x-ray further showed that the pin was not clearly visible in the header. A revision procedure was planned for further investigation. The system remains in service. No adverse patient effects were reported.